Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector, and a haptic was getting bent, so he ejected the lens out onto the sterile field, and confirmed the haptic was bent. No pt contact or injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned shows one haptic is bent on the lens. There is clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.